Event description:
After 9 days of support, the clinical staff experienced a low pump speed alarm on the tandemheart system controller and the tandemheart pump stopped. The staff attempted to restart the pump but was unsuccessul. As the pt was stable without support, the clinical staff at the hosp decided to remove the tandemheart pump and cannulae.